Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pneupac babypac ventilator was making the noise, and the pressure gauge was not working which made it impossible to know how much ventilation the child was receiving. The child eventually suffered a cardiac arrest for almost an hour, and the failure of two pieces of equipment seemed to cause complications for the patient.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H3: neither samples nor pictures were received for analysis. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.